Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was 250 mg/dl.